Event description:
Caller reported a minimum fill notification regarding their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. After following these instructions, the caller successfully reloaded the cartridge and resumed insulin delivery.